Event description:
The wire guide came apart when withdrawing it from the patient. A piece of the wire was left in the patient's right common iliac. The physician felt there would be more harm if they tried to remove the piece. The patient is doing fine and no adverse effects because of this incident.

Manufacturer narrative:
(B)(4). The device in question was returned in a used and damaged condition. Per the attached caution label, it is illustrated; withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage. An examination of the returned portion of the wire guide was inconclusive in determining a cause. The wire guide is elongated and unraveled, we have seen this type of damage occur with either tortuous anatomy or when the wire guide is damaged by the needle or other instrument. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. We will continue to monitor for similar complaints.